Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported on a user facility report that the patient underwent an anterior cervical discectomy and fusion at c5-6 and c6-7 to treat cervical degenerative disk disease with stenosis. It was reported that during removal a prefixation pin broke off. The pin was retrieved from the patient. No patient complications were reported